Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ambulatory surgery and a post-op check of the device was done. It was noted that oversening was observed on the stored egms on the right ventricular (rv) lead and right atrial (ra) lead channels about a week prior. Both rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.